Manufacturer narrative:
This MDR was reported in error. During further investigation it was discovered this was not a reportable malfunction. No further information will be submitted.

Manufacturer narrative:
(B)(4). The touchscreen was returned for failure investigation. The customer complaint of ¿touch screen damaged, does not respond.¿ was unable to duplicate.

Event description:
The fse reported while performing service, the touch screen cable was damaged and the device would not respond; the problem was created by the fse. The fse reported there was no patient involvement.